Event description:
This was a left-side cardiac lead removal performed in the hybrid operating room to replace an 11yo, nonfunctional ICD lead (rv - bsc endotak). Pt was prepped with an arterial line, fluoroscopy in use and the CT surgeon was scrubbed in and present. The md cut and prepped the rv lead with a lld-ez. Lasing began with the 14f sls ii, eventually needing to upsize to the 16f sls ii upon reaching the lead coil. The extraction of the rv lead was successful and the 16f sls ii was left in place for the reinsertion of the new lead. The physician inserted the guidewire into the heart, but was unable to advance into the rv. Contrast was injected and it was noted the wire was extravascular. The md pulled back the wire and laser sheath to redirect and noted an abnormality in the pulmonary region via fluoroscopy. A chest tube was placed and approx 800cc's was drained, there was no decrease in blood pressure and pt remained stable. The new lead was successfully implanted and the pt was transferred to the ICU, recovered and was discharged from the hospital a few days later. The md suspected a micro-svc tear (resolved without further intervention) occurred during the extraction of the rv lead caused the hemopneumothorax. No devices were retained for return analysis. During a f/u with the md involved with the case the rep was unable to obtain anymore further lot info.